Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the report of an upper pressure sensor failures due to a faulty logic board was not confirmed during laboratory testing. ¿ no devices were returned for this investigation; however, the facility provided a suspect logic board. ¿ laboratory testing performed with the returned logic board found the pressure sensors of a known good laboratory test pump module to be within specification. ¿ an infusion was run for approximately 15 hours with the suspect logic board installed. The infusion proceeded without issues as expected, and no alarms were observed. A preventive maintenance (pm) was performed on the pump module, and it passed all tests without any problems. ¿ no log analysis or testing could be performed, as there were no devices returned for investigation. ¿ the bd alaris system with guardrailstm suite mx user manual v12.1.2 states that do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. ¿ per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. ¿ the device was reported with no patient involvement. ¿ the device is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported upper pressure sensor failures due to a faulty logic board was not confirmed and could not be replicated during laboratory testing. The root cause for the pressure sensors malfunctioning was not determined since there were no devices returned to be examined and tested.

Event description:
It was reported that the biomed stated that they had been experiencing upper pressure sensor failures. Biomed ran a voltage test on an upper sensor and received a resting range of 222. They replaced the sensor and still received the same voltage. After replacing the logic board, the issue seemed to be resolved. He asked to send in the logic board for further investigation to determine if this was the root cause. This was reported to bd representatives during site visit. There was no patient involvement.

Event description:
It was reported that the biomed stated that they had been experiencing upper pressure sensor failures. Biomed ran a voltage test on an upper sensor and received a resting range of 222. They replaced the sensor and still received the same voltage. After replacing the logic board, the issue seemed to be resolved. He asked to send in the logic board for further investigation to determine if this was the root cause. This was reported to bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : g07001 - part/component/sub-assembly term not applicable. Additional information : imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the biomed stated that they had been experiencing upper pressure sensor failures. Biomed ran a voltage test on an upper sensor and received a resting range of 222. They replaced the sensor and still received the same voltage. After replacing the logic board, the issue seemed to be resolved. He asked to send in the logic board for further investigation to determine if this was the root cause. This was reported to bd representatives during site visit. There was no patient involvement.